Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports a local infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reports that 3 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports a local infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reports that 3 months after the dental implant and abutment were placed in ada site 5 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports a local infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).